Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stems. It was further reported that the brake lever was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.